Event description:
The customer reported that the insulin pump alarmed, and she woke up with low blood glucose. The glucose reading at time of call was 279mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device had cracked on the reservoir tube and scratched screen.